Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the bipolar fenestrated grasper (bfg) repeatedly lost connection with the hugo system. The team replaced the instrument with another bfg, but the issue persisted. The sterile interface module (sim) was also replaced with a new sim, but the problem was not resolved. The issue continued even after trying a third sim. The arm was rebooted, but the same issue occurred. Despite multiple interruptions, the team proceeded with the surgery. As a result, the surgery was extended by 30 minutes due to the reported issue. There was no patient injury.

Manufacturer narrative:
Continuation of d10: mrasi0004 sn: unknown; mrasa0003 sn: unknown; mrasa0003 sn: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated information: d4 (serial number), d10 concomitant products and sn (B)(6), h2.6 (annex b, c, d and g codes), and h10 device evaluation: medtronic led an evaluation of the device data logs for the reported sterile interface module. Evaluation of the device data logs indicate that there were several instances of instrument read/write sequence failing on sterile interface module (sn: (B)(6)). There was also an instance of instrument ID mismatch. The logs also show that the instrument read/write issues continued to occur after both the instrument and the sim were changed. Error codes associated with instrument usage read/write sequence and instrument identification failure were triggered. Evaluation of the sterile interface module confirmed the reported condition. The most likely cause is due to sterile interface module and instrument connectivity issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the bipolar fenestrated grasper (bfg) repeatedly lost con nection with the hugo system. The team replaced the instrument with another bfg, but the issue persisted. The sterile interface module (sim) was also replaced with a new sim, but the problem was not resolved. The issue continued even after trying a third sim. The arm was rebooted, but the same issue occurred. Despite multiple interruptions, the team proceeded with the surgery. As a result, the surgery was extended by 30 minutes due to the reported issue. There was no patient injury.